Event description:
The customer reported the system displayed a communication fail error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor and fluoro functions board were replaced. Also, the calibration files were reinstalled. The system was then found to be operating as intended.